Event description:
Journal titled "anaplastic large cell lymphoma arising in a silicone breast implant capsule" states, "[patient] presented with swelling and tenderness at the left breast implant site. At surgery, a substantial amount of straw colored fluid was drained from the periprosthetic capsular space. The prosthesis was removed followed by capsulectomy." Results in table of article show cd300 positive and alk-1 negative. Pt was treated with radiotherapy and "revealed no systemic disease."

Manufacturer narrative:
The event of anaplastic large cell lymphoma was initially reported via (B)(4) on (B)(4) 2010, with the adverse event term code of cancer. The event was reported again via (B)(4) on (B)(4) 2012, with the adverse event term code of lymphoma. An update to our safety database for this reported event notes that the term code has been changed to lymphoma alcl due to increased specificity. (B)(6). Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/ chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Calcium deposits can form in the tissue capsule surrounding the implant with symptoms that may include pain and firmness. Lymphadenopathy has also been reported in some women with implants. Postoperative hematoma and seroma may be minimized by meticulous attention to hemostasis during surgery, and possibly also by postoperative use of a closed drainage system. Persistent, excessive bleeding must be controlled before implantation. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid breast implant contamination or damage from sharp instruments. Use care in subsequent procedures such as open capsulotomy, breast pocket revision, hematoma/seroma aspiration, and biopsy/lumpectomy to avoid damage to the implant. The (B)(4) study will continue to evaluate the long-term ((B)(4)) safety and effectiveness of these products. In addition, allergan has initiated a separate (B)(4) post-approval study ((B)(4)) to address specific issues which allergan's core study was not designed to fully answer, as well as to provide a real-world assessment of some endpoints. (B)(4). Allergan will update their labeling on a regular basis with the results of these two studies. (B)(4). There were no reports of other cancers, such as brain, respiratory, or cervical/vulvar in primary reconstruction or revision-reconstruction patients.